Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. It was not possible for the stent to cross the target lesion. Upon removal of the stent delivery system the stent dislodged in the proximal circumflex artery. A 2.0mm ptca balloon was inserted through the undeployed stent and inflated to 2 atmospheres. The balloon and stent were then advanced to the intended lesion site where the stent was successfully deployed. The patient was fine post procedure and there was no additional clinical sequelae reported related to the event.